Event description:
A surgeon reports that a pt underwent bilateral lasik surgery on 4/2004. Following surgery, the pt complained of halos. Examination indicated pt was under corrected; uncorrected visual acuity (ucva) prior to lasik was 1.0 20/20), following the enhancement, the pt's visual acuity was reported to be 0.2 (20/100). (It is not known if their visual acuity following the enhancement was corrected or uncorrected.) The surgeon reported the pt was over corrected following the enhancement, too much tissue was removed. A clinical trainer was on-site for the enhancement surgery and indicated the device operated correctly and no compliations occurred. The current outcome of the pt is not known. Pt has not shown up for their follow-up appointments.

Event description:
Following the enhancement the patient's bcva was 0.7 (-20/30) and was improved to 1.0 (20/20) with a stenopeic slit techniques.